Event description:
A patient was implanted with two prodisc c vivo implants on (B)(6) 2023. Patient experienced a burning sensation and pain. It was determined that the patient had a nickel allergy. The implants were removed on (B)(6) 2024 and replaced with simplify ctdr. It was found after removal that a device culture determined the presence of an infection.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c vivo implants on (B)(6) 2023 at levels c5-6 and c6-7. After implantation patient experienced burning sensation and pain. It was stated that the patient has a nickel allergy. Patient had pdc vivo devices removed on (B)(6) 2024. Both vivo implants were replaced with simplify ctdr. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels outlined in the risk documentation. A review of the risk assessment found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed because the implants were not returned following removal. There were no anomalies identified during the complaint investigation. The removal was likely caused by the infection, a cause for the infection is unknown. The submission is 2 of 2 devices involved in this event.